Event description:
Ventilator suddenly shut off while plug was in red outlet. Patient oxygen saturation was within normal limits during this time. Ventilator was taken out of service and tagged. Manufacturer response (as per reporter) for ventilator, respironics v-60equipment was removed from service for evaluation by clinical engineering.